Event description:
It was reported that this implantable pacemaker exhibited signs of premature battery depletion with battery longevity decreasing from five years to 2.5 years within one year. Additionally, lower rate limit (lrl) of the pacemaker was at 60 and now at 80. Technical services (ts) reviewed the data and suspected the increase in lrl to be the cause of decrease in longevity. At this time, this device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.